Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick injury occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that the safety shield comes off and there also was a needle stick. Per email: good afternoon. They had an issue with the eclipse needle # 368607- 21 gauge x 1.25 (black). A while back, she had several in which the pink guard came off and became unattached. In january, one of their phlebotomist was accidently stuck. She apologized for not informing me of this incident. In addition, we discussed that the safety lok sheath must closed until you hear it click. I did some reeducation and provided wall charts for them. (Safety lok) they did not have specific lot#s for the eclipse, but I am going to get them a case of product."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that a needle stick injury occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that the safety shield comes off and there also was a needle stick. Per email: good afternoon. They had an issue with the eclipse needle # 368607- 21 gauge x 1.25 (black). A while back, she had several in which the pink guard came off and became unattached. In january, one of their phlebotomist was accidently stuck. She apologized for not informing me of this incident. In addition, we discussed that the safety lok sheath must closed until you hear it click. I did some re-education and provided wall charts for them. (Safety lok) . They did not have specific lot#s for the eclipse, but I am going to get them a case of product."